Event description:
Left side deflation. Follow up findings, additional event of capsular contracture. Follow up findings, per physician fold flaw failure reported by physician as probable cause of hole.